Event description:
It was reported that after an initial bunion surgery on (B)(6) 2026, all hardware was removed on (B)(6) 2026 due to the bicortical screw backing out and callus formation at osteotomy. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2026, the bicortical screw was removed on (B)(6) 2026 due to the bicortical screw backing out. The patient had no pain. Upon review of radiographic imaging, the surgeon noted a callus formation at the osteotomy site and loss of lateral translation. No devices were returned for evaluation. No other patient outcomes were reported as a result of this event. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although the most likely cause cannot be determined based on the available information, it is possible that initial placement of the screw and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.